Event description:
It was reported that during patient treatment with a uretero-renoscope, there was a resistance when passing through a basket down the working channel of the scope, on removal of the basket it was incomplete. The customer stated that there is a risk that the part remained in the patient's body, because it could not be located anymore. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Additional information: onsite staff checked the product over at the time but could find no evidence of fragments in the channel, and ran cleaning brushes through it but found no missing pieces and no resistance. There is still a risk that the part remianed in the patient´s body, because it could still not be located. The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.

Manufacturer narrative:
The uretero-renoscope in question was returned on 2022-11-30. According to the evaluation results (dated 2023-01-20), no damage or impairments to the optics can be detected that restrict the function of the optics. The involved broken basket could be identified as the following product, called "coloplast exn934 dormia no-tip ch/fr. 1.5 / 0.5 mm nitinol", where karl storz se & co.kg is not the legal manufacturer. We informed the legal manufacturer about the reported event. Name and adress of the legal manufacturer: coloplast ltd., nene hall, peterborough business park, peterborough pe2 6fx, united kingdom. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Onsite staff checked the product over at the time but could find no evidence of fragments in the channel, and ran cleaning brushes through it but found no missing pieces and no resistance. There is still a risk that the part remained in the patient´s body because it could still not be located.